Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a burning sensation and chest pressure. The symptoms began after the pump refill on (B)(6) 2010. The patient was hospitalized. On (B)(6) 2010, the plan was to interrogate the pump. Additional information has been requested, but was not available as of the date of this report.